Manufacturer narrative:
D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported thrombosis. The angio-seal device involved was used for hemostasis after endovascular therapy (evt). On the following day of the evt, the superficial femoral artery (sfa) and the popliteal artery (pop) were re-examined, and it revealed that thrombi developed in the graft of the sfa and the pop. Aspiration of the thrombi and percutaneous old balloon angioplasty (poba) of the sfa and the pop was performed through the brachial artery puncture, and the procedure was successfully completed. Per the physician, this was the patient's fourth evt in a year and this event could have been attributed to the patient, it could not be ruled out that the hemostasis with the angio-seal was the cause, however it could not be ruled out that the angio-seal was not the cause either. The patient had impaired renal function, and anticoagulant medication might not have been sufficient. (The details of medications were unknown.) The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters (mm). The patient was not in serious condition and recovered. There was no health damage. The estimated blood loss was less than 250cc's. The patient had peripheral vascular disease. No equipment or other devices were used with the product involved. An ultrasound was performed to diagnose the vascular insufficiency. The patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been thrombosis development due to placement of angio-seal in an access site with plaque or calcium present. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).